Manufacturer narrative:
The customer-reported issue of an emergency battery error alarm was confirmed via a review of the patient data file as four emergency battery error alarms were identified. Investigation testing determined that the root cause was a malfunction of the emergency battery as one of the battery's individual cells had become over charged resulting in a current over voltage safety flag (cov). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4742 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the reported issue was observed while the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The device was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an emergency battery error after being left unplugged for an unknown amount of time. After leaving the driver plugged in for 3 days, the companion external batteries had been recharged but the emergency battery error persisted.